Manufacturer narrative:
(B)(4). Batch # n57414. The analysis results found that the ats45 device was received with no apparent damaged and with no cartridge reload loaded on the device. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in: lap ileo conduit cycstecomy; are you able to clarify how the endocutter misfired (why did clips have to be used to seal the tissue): very difficult to close and fire; when the device misfired, did the device deliver any staples: yes; if yes, were the staples formed properly: no; if yes, was the staple line interrupted/missing staples: unable to detect; if yes, was the staple line complete (full 45mm): could not confirm; when the device misfired, did the device cut, if yes, was the cut line complete: yes; if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: none noted; how was the procedure completed: opened another device. No adverse patient outcome.

Event description:
It was reported that during an unknown procedure the device misfired. It was not reported if the device cut or if staples were deployed. Clips were used to seal the tissue where the device was used on tissue. It was not reported how the procedure was completed. There were no patient consequences reported.